Event description:
It was reported that during an implant procedure, the first left ventricular lead was noted to have a stuck stylet, damage, and a detached connector pin. The second lead that was attempted also had a connector pin dethatched and damage. The second lead also had a guidewire that was difficult to remove. This second lead was removed and successfully replaced. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events were ¿lead broke¿, ¿pin came out of is4 connection¿ and ¿stylet would not come out¿ of the lead. As received, a complete lead without a guidewire was returned in one piece for analysis. The s-curve hump height was measured within specification. The reported event of ¿stylet would not come out¿ of the lead was confirmed. A guidewire could not be removed from the lead due to blood/tissue found clogged inside the inner coil. The cause of the reported event of ¿guidewire would not come out¿ of the lead was isolated to the inner coil clogged with blood. The reported events of ¿lead broke¿ and ¿pin came out of is4 connector¿ was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.